Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported to olympus that during a procedure, the evis exera iii xenon light source displayed an e101 error message. Tac recommended to the customer's laboratory technician to check and make sure the ventilation grills were not blocked or had dust built up. The laboratory technician did not have access to the device at the time of the call. Subsequently, the laboratory technician reported having vacuumed out the fan area and stated that no issues had occurred since then. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.